Event description:
Connector for light source on retractor touched skin on upper left anterior chest wall and burned area. Dr notified, area dressed and pt and family informed. Area 1/2" x 1 1/2" approx. When retractor was purchased, sales rep was asked about an adapter to fit retractor to hosp's light cord. Adapter used over 30 times without problems. Sales rep notified of this event on 11/15/95.